Manufacturer narrative:
Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor gel barrier separation was observed. Additionally, two hundred (200) retention samples from bd inventory were evaluated by visual examination and the issue of poor gel barrier separation was not observed. All of the samples had the additive well dispersed on the tube walls and there were no anomalies in the visual appearance of the gel. Complaints for sample quality are under statistical control for the month of december 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of poor gel barrier separation with the provided photos; however, retention samples met specifications. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst blood collection tubes poor barrier separation occurred with four tubes. The gel remained at the bottom of the tube during use. No health impact or consequence reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst blood collection tubes poor barrier separation occurred with four tubes. The gel remained at the bottom of the tube during use. No health impact or consequence reported.